Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle easily. It was not a control release needle. Further details were not provided. There were no adverse consequences to the patient.